Event description:
It was reported that the pump would not inquire during a refill visit. The pump was stopped and the drug reservoir was emptied out. A 15 ml was removed from the reservoir. A backup programmer was used but resulted in the same issues. The pt was scheduled for explant and the device will be returned at a later date.

Manufacturer narrative:
Once the device is explanted and returned for investigation, a supplemental report will be filed. Internal complaint number: (B)(4).